Event description:
Nursing reported that the alaris pump set is working fine. When they need to run another medication via a secondary set is when the problem occurs. The abbott set attaches and locks into the port on the alaris set with some effort. Presumably the connection is made and the line is open. At this point the fluid does not run. Abbott and alaris could find no problems with their tubing, but the problem still persists. Abbott stated that the connection was not complete and thus, the problem. "We need to push the abbott set through the alaris smartsite so that the seal is punctured." Staff and nursing education have been in-serviced again and they are not convinced that the recommendation will resolve their concerns. Also, they are unable to determine if the problem is alaris or abbott.